Event description:
It is reported that a cr flex femur was mistakenly used with a lps articulating surface.

Manufacturer narrative:
Please reference initial medwatch report 1822565-2011-00764, which was submitted under the correct registration number. Records indicate the device was clearly and legibly labeled. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specification. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.